Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number:2017865-2022-04155, 2017865-2022-04157, 2017865-2022-04158. It was reported that patient developed infection. The patient's entire system including implantable cardioverter defibrillator (ICD), right ventricular lead, left ventricular lead, atrial lead explanted. The patient was stable.